Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that last sunday the patient suddenly started shaking and "not feeling good at all." The caller added that the patient was short of breath and their face was swollen. The patient was taken to the ER at (B)(6). The caller stated that the patient had a cat scan and another scan, but they did not mention what the results were. The caller had a suspicion that the patient's symptoms were related to the ins because the patient had the same exact symptoms before their first ins was implanted. This morning, the caller stated that an healthcare provider (hcp) checked the ins and discovered that it was turned off. The hcp told the caller that the patient's ins had been turned off for "a while," but the caller did not know exactly how long the ins had been off for. The caller stated t hat the hcp turned the ins back on and the patient immediately felt much better. The caller mentioned that the hcp at the ER had increased the patient's medications, but they will be decreasing it now that the ins was turned on. The caller's reason for calling patient services was because the hcp advised them to set up an appointment to have the ins checked and to get a patient programmer (the caller said the patient was never provided with a patient programmer). Agent reviewed that a patient programmer is a prescriptive device and redirected the caller to the patient's managing hcp for further assistance. Agent advised the caller to have the hcp call (B)(6) if they need assistance from their local mdt rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.